Event description:
It has been reported that the device did not provide a shock when the user expected it to. The patient outcome is unknown.

Event description:
It has been reported that the device did not provide a shock when the user expected it to. The patient did not survive.

Manufacturer narrative:
Updating report to a death report.

Manufacturer narrative:
Updated awareness date.